Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and no physical damage was observed to the battery. Functional testing of the battery was performed and the battery passed testing. The battery was used to perform the run_in test with the large resuscitation test fixture for more than 30 minutes and no problem was observed. The reported complaint of the battery loses power very quickly was not confirmed.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check the autopulse li-ion battery lost charge very quickly during use. No patient involvement was reported. No further information was provided.